Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported with painful and unstable tha (54 pinnacle cup, 36/54 altrx +4 liner, corail 11 high, 36 +5 metal head) originally implanted (B)(6) 2012. X-rays revealed apparent undersized and loose femoral component. Femoral component appeared to have subsided approximately 10-20mms. Explanted stem with relative ease due to lack of bony in-growth likely due to subsidence and micro-motion. Revised femoral component to summit primary stem size 9 standard, +1.5 delta ceramic head, and replaced same spec liner (54x36 altrx +4 neut) resulting in a stable construct. Acetabular cup was retained. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) investigation summary no device associated with this report was received for examination. Visual examination of the x-rays provided could not confirm the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.